Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator powered down during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated by field service engineer (fse). It was not possible to duplicate the reported event of ventilator shutdown. The ventilator passed all safety and functional tests and was cleared for clinical use. Evaluation of received ventilator logs was performed. The event log contains a ventilator shutdown from ongoing ventilation on the reported event date which is not preceded by a standby. The shutdown is registered as normal together with a system startup later on, which implies that turning off and on the ventilator was done by the on/off switch at the rear of the user interface. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the reported event. The conclusion in the matter is that the ventilator did not shutdown by itself. The shutdown was done by the on/off switch at the rear of the user interface, but how it was done or who did it has not been determined.

Event description:
(B)(4).